Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ise indirect na for gen.2 (sodium) on a cobas 4000 c (311) stand alone system - c311. The sample, from a patient born in (B)(6), initially resulted as 127 mmol/l. The initial value was reported outside of the laboratory where it was questioned by a doctor. The customer re-calibrated the test using a freshly reconstituted calibrator. After re-calibration the customer repeated the sample and it resulted as 134 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The c311 analyzer serial number was (B)(4). The field service engineer determined the cause to be the electrodes. He proteinized the electrodes and ran ise checks. Calibration and quality controls were run; all results were within specifications.

Manufacturer narrative:
Prior to the event, the electrodes were last changed on (B)(6) 2017. The sample had the following additional test data: k = 4.2, cl = 96. The units of measure were not provided for these tests.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.